Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: under possible adverse effects: some of the patients' revisions were due to patient anatomy. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 5401000201 list under possible adverse effects: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity, dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions, and fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight, early or late postoperative infection.¿ murphy, robert f. . ¿mobile versus fixed bearing medial unicompartmental knee arthroplasty: a series of 375 patients.¿ reconstructive review, vol. 5, no. 1, mar. 2015, pp. 18¿21. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). This report is being submitted late as it has been identified in remediation. (B)(4).

Event description:
Information was received based on review of a journal article titled, "mobile versus fixed bearing medial unicompartmental knee arthroplasty: a series of 375 patients". (2) patients underwent tibial plateau fractures, converted to tka on an unknown date. There has been no further information provided and the patient outcome is unknown.